Event description:
It was reported that the patients lead was cut during an unknown procedure. The patient underwent a lead and implantable pulse generator (ipg) replacement procedure.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b: lgw - qrb. Additional suspect medical device component involved in the event: product family: scs-ipg-pc. Upn: m365sc14160. Model: sc-1416. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).